Manufacturer narrative:
Block b3: date of event: date of event was approximated to 08/01/2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat hemostasis during a procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. No patient complications have been reported as a result of this event.